Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a penile lengthening procedure on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off the needle. Changed another one to complete surgery. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Device evaluation summary: the actual device was received for evaluation. It was received for analysis an empty opened overwrap and a winding former with a detached needle and a undispensed needle-suture piece of product code w8706, lot mdq038. The product code is double armed. During the visual inspection of the detached needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In the inspection of the needle/suture combination, the swage and attachment area were noted to be as expected. However, the end suture was cut, appears to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance pull off suture needle, suggest an improper handling of the sample.